Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug." The patient was recovered from this peritonitis event and pd therapy was ongoing. No additional information is available as the reporter declined further follow up.